Event description:
It was further reported that in (B)(6) 2013, the patient presented with chest discomfort and nuclear stress test revealed abnormal. Per coronary angiography reports, medications were administered and percutaneous coronary intervention was scheduled for the chronic total occlusion noted in distal lad. In (B)(6) 2013, the patient on a follow up visit had angina twice a week since his visit for chest discomfort in (B)(6) 2013. Ten days later, the 100% stenosis noted in distal lad was treated with pre-dilatation, placement of 3 (2.25 x 32 mm, 2.5 x 38 mm, 2.5 x 20 mm) promus element stents in an overlapping fashion and, post-dilatation with 0% residual stenosis. Promus element 2.25 x 32 mm stent was unable to cross the lesion located in distal lad. To pass the stent, pre-dilatations were performed using apex monorail 2.5 x 40 mm, maverick 2.0 x 9 mm and nc quantum apex 2.25 x 12 mm. Finally the stent was deployed. And also, per core lab report: patent stent at follow-up. Remote target vessel revascularization to distal lad.

Event description:
(B)(4) study. Same case as: 2134265-2013-05958. It was reported that during a percutaneous transluminal angioplasty procedure a sub-intimal dissection occurred. In (B)(6) 2013, the patient presented for chronic total occlusion of the distal left anterior descending artery. Pre-dilatation using a 2.5x40mm apex monorail balloon was performed during which a subintimal dissection occurred. A 2.75x20mm nc apex balloon was dilated at 24atms and ruptured. Successful recannulizaton was completed. The event was resolved without residual effects and the subject was discharged.

Manufacturer narrative:
(B)(6). Device evaluated by MFR.: the device has not been received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is anticipated procedural complication as there are no evidence that the reported vessel dissection is attributed to a device related root cause. (B)(4).

Manufacturer narrative:
(B)(4).